Event description:
The manufacturer received information alleging system leak verification test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated at the manufacturer service center. During the evaluation it was noted that the devices muffler assembly had caused the system leak test step to fail on the device. In conclusion, the device's muffler assembly was replaced to address the issue. The root cause is confirmed at this time.